Event description:
The following occurred. After firing, the suture line was not cut at proximal end, and was removed with 1 staple attached. Both entire donuts formed with a staple in proximal donut but a resulting high pressure leak.